Event description:
Patient was revised to address tibia fracture, osteolysis, poly wear and loosening of the femoral component a the cement/implant interface. The cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.